Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and off no power before and after battery changes. Customer's blood glucose was 431mg/dl at the time of incident and 217mg/dl at the time of the call. Customer treated with insulin. Troubleshooting explained alarm and found that the customer inserted a battery that was previously used. Troubleshooting advised customer to clean the battery contacts and then replace the battery into the pump. Customer was advised to monitor the pump and call back if necessary. Customer declined further troubleshooting as they indicated that there were no problems with the set, reservoir or programming. No further high blood glucose troubleshooting was performed.